Event description:
On (B)(6) 2012 clinic notes dated (B)(6) 2012 were received from a vns treating physician. Review of the clinic notes revealed that the patient has a history of intractable epilepsy with "mini" seizures described as sudden dropping of head to chest, dropping of objects in her hand if holding on to something, rolling of the head. The event is followed by confusion and may occur up to 7 times daily. Hence, the vns was adjusted on (B)(6) 2012. The physician stated that prior to this the vns output current was decreased from 2.25ma to 2.0ma and signal off time was decreased to 0.8min on (B)(6) 2012 visit. Regardless of the settings adjustment made on (B)(6) 2012, the patient still reports having seizures occurring 4-5 times daily to none in 3-4 days. Normal mode diagnostics test performed that day showed the battery is nearing end of life. The physician states that this might be the reason why her seizures have been more frequent. The physician further indicated that blood work would be done as well as further adjustment of the patient's medications if seizures worsen. The patient's last eeg study in (B)(6) 2012 came back normal according to the physician. The patient was referred for battery replacement surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information were made but were unsuccessful.

Manufacturer narrative:
Date of event, corrected data: inadvertently listed incorrect event date on initial report.

Event description:
On (B)(6) 2012, it was reported that the patient underwent battery replacement on (B)(6) 2012, due to battery depletion. The impedance was noted to be "ok" after surgery. Attempts were made for the return of the explanted product to the manufacturer for product analysis however the hospital reported that they would not send the generator back as it was only replaced due to end of service.